Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient began to run a fever and the ipg site was red and patient was admitted to the hospital. Infection was suspected, but no culture of the ipg site was taken. The patient was given antibiotics to address the infection. The infection resolved.